Event description:
Vague report of pump "delivers too much." Both the quality assurance department and the or supervisor could not corroborate this report. There is no record of pt injury or incident.